Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 7mm long starting 3mm distal from the distal marker band and extending proximally. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed without problem. Another 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed without problem. Rota was then performed followed by successful dilatation. A stent was then placed and the procedure was completed. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed without problem. Another 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed without problem. Rota was then performed followed by successful dilatation. A stent was then placed and the procedure was completed. There were no patient complications nor injuries reported.